Manufacturer narrative:
Section d4: device lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. Section d4, catalog number: corrected. Section d4, primary UDI number: corrected. Manufacturer's investigation conclusion: evaluation of the submitted log file confirmed a transient elevation in pump power; however, a specific cause for this event could not be conclusively determined through this evaluation. The submitted log file captured a transient elevation in pump power on 10feb2024. Transient replace controller and yellow wrench alarms were also active during the power elevation due to a backup mcu fault. The alarms cleared shortly after activating and are addressed under the system controller investigation. The pump appeared to function as intended at the fixed speed. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on heartmate ii left ventricular assist system (lvas), serial number vad-51575, and no further related events have been reported at this time. The relevant sections of the device history records for vad-51575 were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 "introduction¿ addresses pump parameters including pump speed, power, flow, and pulsatility index (pi). In reference to power, this section explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. Additionally, section 6 of the IFU, under ¿pump performance monitoring¿, explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had a history of short to shield damage on their driveline. The patient had a driveline repair previously, but the short to shield returned. The patient stated that they got their ungrounded patient cable got stuck under a door. When they pulled the patient cable, they heard an alarm. This happened twice, back-to back, and the alarm resolved. It was reported that a replace system monitor message appeared on (B)(6) 2024. The patient was given a new ungrounded patient cable. Log file review recorded 2 yellow wrench alarms on (B)(6) 2024. These events were associated with power elevations at the time of these events. These events were brief and the data indicated that the alarm condition was resolved.

Manufacturer narrative:
The patient's previous short to shield and driveline repair were reported in MFR # 2916596-2017-01820. The patient's history of short to shield was reported in MFR #2916596-2022-11028. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.